Event description:
It was reported that during a da vinci si surgical procedure, the customer stated that the fenestrated bipolar forceps instrument was not firing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument cauterized fine when placed in the in-house da vinci robot system. An observation not reported by the customer was frayed pitch cable. The instrument was found with a frayed pitch cable located at the distal clevis hub. There was no damage found at the clevis. No other cable damage was found. Instrument passed electrical continuity test. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.